Event description:
Caller (patient's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 2.8, lab: -; (B)(6) 2012, -, .9.1; (B)(6) 2012, 1.2, 2.3. Patient's therapeutic range: 2.0-3.0 inr. Patient has been testing on the meter since 2008. On (B)(6) 2012, patient was sent to the emergency room for gastrointestinal (gi) bleeding. Patient was then treated with vitamin k. Cause of bleeding was unknown.

Manufacturer narrative:
Investigation pending.